Event description:
It was reported that the customer was in the intensive care unit for three days due to high blood glucose and diabetes ketoacidosis. It was stated that the customer was disconnected and was treated with manual injections. The customer's mother requested a replacement of the insulin pump. It was stated that the customer passed out while being on a class trip. It was stated that the customer called and reported that she had been receiving no delivery alarms, and when she was priming the insulin was not exiting unless she tilted it in a certain way. It was stated that the infusion set was changed. The customer's last glucose level was 267 mg/dl and she tried to bolus, but the insulin pump alarmed no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.